Manufacturer narrative:
A partial lead with the lead tip measuring 54.8cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the rv pacing lead impedance and capture threshold increased. The entire system was explanted and the patient was placed in a lifevest.